Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus did not work properly with the screen, the stylus tip and the screen cursor did not align and additionally it failed to perform a "25" points calibration. The bezel shield assembly was replaced to resolve and the stylus was recalibrated to the touch screen. The hard drive was reconfigured and the software was reloaded and updated and the device passed its final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working properly. A new stylus was attempted, but the function did not improve. The programmer has been returned to service. No patient complications have been reported as a result of this event.